Event description:
A (B)(6) pt underwent a l4-l5 laminectomy and discectomy on (B)(6) 2011. It was reported by the customer that an expired duragen plus was implanted on the pt. It was discovered that the implanted product was expired upon review of the implant sticker during documentation. The product expiration date was reported as (B)(6) 2011. The user facility purchased the product on (B)(6) 2008. The product was in the user facility's possession for 32 months. No pt injury was reported. The pt received antibiotics after it was known that the implanted product was expired. The pt was discharged post surgery without complications.

Manufacturer narrative:
Based on the reported information, the findings were as follows: the device history records of the product with lot number 1080285 were reviewed and there were no anomalies during the manufacturing process of the device. For every lot of duragen plus, manufacturing and quality personnel performs a 100% inspection of the printed labels for correct catalog number, lot number, and expiration date. The expiration date of this lot was assigned correctly and printed to every applicable label of the product. One of each printed labels is attached to the device history record for reference. The expiration date of this lot is feb 2011. The reported condition is considered to be user error since the incident happened during a clinical procedure at the hospital. The end user is supposed to verify the expiration date prior to use of the product. The packaged product had several labels that contained the expiration date that are very noticeable to the end user. Therefore, this product was used inadvertently by the customer. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.